Event description:
The customer reported that their pump screen was dark and would not turn on. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.